Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device being stuck in a non-responsive state after multiple improper reboots. The field service engineer performed a controlled power cycle and logged in, rebooted the device, and it came back up in the application. The fse verified application functionality, and tested drawer access with the escort. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it failed and displayed a black screen with a blue box prompting for a password. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.